Manufacturer narrative:
Further review of this MDR showed that there was no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Despite inpatient hospitalization taking place, this scenario does not necessitate medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The patient¿s condition can be reversed through replacing the external recharger and does not require a medical or surgical procedure to preclude permanent impairment of a body function or permanent damage to a body structure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Ins information confirmed. The baseline condition the patient was being treated for was chronic low back pain. They were given oral and intravenous medication during hospitalization. It was confirmed that the ins battery depleted due to being unable to recharge, cause of inability to recharge was not determined. Information confirmed with physician/account.

Manufacturer narrative:
Continuation of d10: product ID 97755-s; serial# (B)(6); product type recharger g2. Foreign: brazil. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID: 97755-s, serial#: (B)(6), product type: recharger. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). G2: foreign: brazil. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received, from a consumer via a manufacturer¿s representative. Regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported, that the charging antenna was faulty defect. It does not charge the generator (ins). There were no apparent signs of falls or misuse. The diagnostics/troubleshooting performed included, that it was replaced by a working system, they obtained the recharge of the generator. A spare antenna was loaned for generator recharging. The issue was resolved at the time of the report. There were patient symptoms or complications associated with the event. The patient had to be hospitalized, due to the return of pain, due to the lack of therapy without the recharging antenna. The patient returned to the hospital for one week, due to pain. It was noted, that there was no injury as a result of the event. The patient was alive with no injury at the time of the report.